Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. The returned product was out of calibration. The device malfunction was confirmed and directly related to event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that operating room lights were interfering with tracking with the portable cameras on the inav portable system. There was no pt present.